Event description:
It was reported that the patient presented remotely via merlin.net. Review of transmission revealed dislodgment on the right ventricular (rv) lead. The physician elected to explant and replace the rv lead. The patient condition was stable.

Manufacturer narrative:
Additional information was requested but not provided.